Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported malfunction. To fix the issue, the fse replaced the fiber optic module. The fse then completed full calibration, functional testing and safety check to factory specifications. The iabp passed all tests per factory specifications, was returned to the customer, and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a fiber optic sensor module failure alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.